Event description:
Dislodged left ventricular lead of a biventricular defibrillator. Fluoroscopy during surgery showed the left ventricular lead had pulled back into the right atrium. The lead was removed easily. The lead was secured and tested.